Event description:
The customer reported being hospitalized due to high blood glucose of 529mg/dl. The caller mentioned that the insulin pump was not delivering insulin, which caused a severe diabetes ketoacidosis. Troubleshooting was declined as customer stated that she did previously with the nurse. The customer and the nurse requested having the insulin pump replaced. The customer stated that she got battery alarms the week before the event. The caller stated that she did not feel well during a family reunion, and she believed to be food poisoning when she was admitted to hospital for vomiting. The customer stated that she did not get any no delivery alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.